Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Review of device data shows report is missing atrial markers, 'making it difficult to see if they should be ap or as markers'. Further information has been received indicating that the electrogram shows noise spike during atrial sensing and pacing events. The impedence trend shows a slight decline as well as variable p-wave amplitude. The atrial lead also exhibited undersensing. The defibrillator and atrial lead remain in use. No patient complications were reported as a result of this event.